Event description:
The customer reported that while the unit was in use monitoring patients with ambulatory telepacks, the lcd display went blank. The customer used a second display to continue monitoring. No patient injury reported.

Manufacturer narrative:
The company representative replaced the power supply brick for the display. The system was tested to factory specification. It functioned normally and was returned to the customer.